Event description:
It was reported that the customer had experienced hyperglycemia. The blood glucose level was 33 mmol/l. Customer's current blood glucose level was 33 mmol/l. The troubleshooting was performed. The customer treated high blood glucose level with bolus. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.